Event description:
It was reported that a patient underwent a two level cervical arthroplasty using and artificial cervical disc. It was noted that sometime post op, the patient experienced deep vein thrombosis (dvt).

Manufacturer narrative:
(B) (4). Literature article citation: cheng et al. Fusion versus bryan cervical disc in two-level cervical disc disease: a prospective, randomized study. International orthopedics 2009; 33: 1347-1351. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.